Manufacturer narrative:
Evaluation summary follow-up #1 quality assurance analysis of the device revealed that the unit was returned in a dispenser with a piece of gauze containing pieces of green teflon. The guide was examined and it appeared that teflon had been scraped from one side of the wire. There was no damage noted on the coils or tip. Quality engineering concluded that the green substance is teflon that was mechanically scrapped off the device. The guidewire was obstructed from free movement during use, resulting in mechanical damage to the wire. Quality engineering concluded that no corrective action is warranted at thie time. As part of our quality process, 100% of all guide wires are inspected during the packaging phase of mfg microscopically for damage, bends and kinks to ensure proper device structure and integrity. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure green flakes were noted on the "rhv" upon removal. The guide wire was replaced and the case was successfully completed. Reportedly it was believed that no flakes entered the pt and that no pt injury was associated with this event.